Event description:
It was reported that this patient has had her implantable cardioverter defibrillator device emitting tones a few times a day since (B)(6) 2020, and upon interrogation it was discovered that the right ventricular (rv) lead had varying shock impedances where it was occasionally out of range at 130 ohms. It was recommended to bring the patient into the clinic for more lead integrity testing. The lead remains in-service. No adverse patient effects were reported.